Event description:
The manufacturer received information alleging a patient's blood oxygen saturation and blood pressure decreased after the device's volume delivery decreased. The patient recovered without intervention. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient's blood oxygen saturation and blood pressure decreased after the device's volume delivery decreased. The patient recovered without intervention. The device was returned to the manufacturer for evaluation and the customer's complaint of decreased volume delivery was confirmed. The device failed a test step during testing. The device's flow sensor was found to be contaminated with dirt and was cleaned to address the issues.

Manufacturer narrative:
The manufacturer previously submitted MDR report with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows.  Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.  Section h1 has changed to reflect a malfunction. Ection h6- health effect - impact code was updated.